Event description:
A pump motor stall had occurred during interrogation. The pump would repeatedly indicate "motor stall" and/or "motor stall recovery". The pt's mother indicated she would hear a critical alarm sometimes. The pt was noted as having "a fluid collection on his back", there where the catheter entered into the intrathecal space. Since the initial pump implant, there was no improvement in the pt's spasticity or status. The pts legs were noted as being very spastic. A catheter revision is tentatively scheduled for (B)(6) of 2010. The drug being infused was baclofen. The pt was noted as being the titration phase. Additional info has been requested, but was not available as of the date.

Manufacturer narrative:
(B)(4).